Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2021 patient went to the dr. Because of pain and exudate in the stoma as well as hardening around the stoma. Patient was prescribed oral antibiotic clarithromycin every 12 hours for 7 days. Patient began feeling better after 3 days of antibiotics. On (B)(6) 2021 it was reported the patient had finished the oral antibiotic regimen and no longer had pain, stoma hardening or exudate.